Manufacturer narrative:
An eval of the reported device cannot be performed as it was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, 1st revision was done by dr (B)(6) in 1995 in (B)(6). Pt is unsure of surgery dates and stated that he has a lawyer. Pt was in a hurry and hung up. May call back.